Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that the precise stent jumped forward and was placed slightly distal to the intended target lesion in the carotid artery. No information about the target characteristics was available. It was reported that the product was prepped and deployed per IFU guidelines. There was no difficulty encountered tracking the device to the target lesion. An additional stent was deployed to fully cover the lesion. There was no reported patient injury.

Manufacturer narrative:
Additional information indicated that the product was prep and deployed per (IFU) instruction for use guidelines. After delivery, the stent completely expanded, but during deployment the precise stent jumped forward, and was placed slightly distal to the intended target lesion in the carotid artery. The device was properly inspected according to IFU. There was no difficulty encountered tracking the device to the target lesion, and no resistance was experienced when tracking the device to target lesion. Another stent was added to cover the whole lesion. The pt's status was stable. During the same procedure, the deployment sheath of the angioguard was kinked. The product was not used on the pt, and another angioguard was used for the procedure. Additional info indicated that the kink on the deployment sheath was found when the package was opened. The product was taken out of the sterile pouch, but it is unknown whether the product was removed from the coil package. No issues were noted during removal, and no additional information was available. There was no adverse consequence to the pt. The target lesion was the carotid artery, but no information about the target characteristics was available. The pt's gender, weight or age was unk. A device history record review was performed, and showed that this lot of products met all requirements per the applicable mfg quality plan. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.